Event description:
The service and repair department documented the device runs continuously. One of the buttons looks permanently stuck in the on position. No case impact reported. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was called in by the sales consultant. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: gxl. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. Additional evaluation: the item was received with the contact plate cracked, loose switch plate, and no fast forward or reverse high speeds. It was reported that the item was running continuously and the button was stuck. It was reported that the electronic control was damaged as the reason for repair. The cause of the damage is unknown. The contact plate, circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. This item was repaired and passed final inspection on january 2, 2014 and returned to the customer on january 16, 2014. Service history review states that the device was received running continuously. A service history of the past three years has been reviewed. The item was previously returned for service on july 2, 2012, september 10, 2012, december 18, 2012, february 12, 2013, april 8, 2013, may 13, 2013, june 11, 2013, and july 25, 2013 due to motor failure. The customer called in a service request for this item on december 2, 2013 for runs continuously. The previous service condition of motor failure is relevant to the current complained issue of runs continuously. The manufacture date of this item is june 12, 2009. Device manufacture date is june 12, 2009.